Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pediatric patient underwent a knee procedure on (B)(6) 2015 and topical skin adhesive was used on one knee. Xerofoam was placed over part of the skin adhesive. Post-op the patient developed a ¿stevens-johnson¿ type rash and blisters under the area where the 4x4 gauze was placed over the adhesive. Additional information has been requested.